Event description:
Event: the jacket guard and balloon separated inside the pt. Event narrative: during removal of the delivery system, the jacket guard became stuck in the graft limb and then broke leaving the jacket guard and balloon in the pt. The pieces were retrieved and removed successfully using a snare catheter.